Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for qc material and results for patient samples that were not within the clinical picture for the patients from the cobas e411 rack analyzer. The customer alleged there were two patient samples for pth that initially had results less than 1.2 pg/ml and then repeated within the normal expected range. The customer alleged multiple vitamin d total iii samples initially had results greater than 120 ng/ml and then repeated within the normal expected range. No information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The pth reagent lot number was 646241. The vitamin d reagent lot number was 718918. The expiration dates were requested but were not provided. The field service engineer found an intermittent issue with the mixing of the reagents and he replaced the mixing belt and mixing motor. He ran a mixing check, system volume check, high voltage check, and performance testing which all passed. The customer ran calibrations and qc that all passed.